Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient contacted his patient liaison and reported fluid loss with his inflatable penile prosthesis (ipp). He explained that during oral sex, his partner noticed an increase of fluid that tasted like saline. The patient noted that since then, he has been unable to inflate his device. This patient is scheduled for a revision with another physician. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient contacted his patient liaison and reported fluid loss with his inflatable penile prosthesis (ipp). He explained that during oral sex, his partner noticed an increase of fluid that tasted like saline. The patient noted that since then, he has been unable to inflate his device. This patient is scheduled for a revision with another physician. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.